Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered a bolus of 10 units. Review of the pump data logs by tandem technical support showed that the customer input a blood glucose (bg) value of 119 mg/dl into the bolus tab. Due to having 0.16 units of insulin on board (iob) and the customer's profile settings, the pump did not offer a correction bolus. Reportedly, the customer then entered and delivered a 10 unit override bolus with a carbohydrates value of 0 and a bg value of 0 mg/dl. The clinical diabetes specialist reported that the customer had attempted to deliver a bolus using 10 grams; however, accidentally entered a 10 unit override bolus instead. The customer's blood glucose level was in the 100's (mg/dl).